Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 5064360, model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and patients leads have migrated. The patient underwent a repeat scs trial procedure.